Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified buffer dispensing issues. The fse replaced the buffer valve to resolve the issue. Information not provided by customer. (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrode) results on their au5800 chemistry analyzer. The erroneous results were not released out of the laboratory. There was no report of change to patient treatment associated with this event. The customer did not provide any examples or data.